Manufacturer narrative:
Device eval by MFR: a coyote balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen 10.7cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is damage to the device.

Event description:
It was reported that shaft leak occurred. A 3.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. During balloon preparation, negative pressure was applied to evacuate air; however, the step could not be completed due to an apparent air leak. A hole was noted in the middle of the catheter shaft. After multiple attempts to resolve the issue, the balloon was replaced, and the procedure was completed using another device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft leak occurred. A 3.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. During balloon preparation, negative pressure was applied to evacuate air; however, the step could not be completed due to an apparent air leak. A hole was noted in the middle of the catheter shaft. After multiple attempts to resolve the issue, the balloon was replaced, and the procedure was completed using another device of the same type. There were no patient complications as a result of this event.